Event description:
It was reported that, the right ventricular (rv) leads of this implantable cardioverter defibrillator (ICD) are both implanted on the rv. This is considered and off label use. Furthermore, this right ventricular (rv) lead exhibited crosstalk oversensing from the atrial signal. The technical services (ts) discussed that cross chamber blanking and refractory periods would not be able to be programmed far enough to resolve this. The rv sensitivity would be the only option and a defibrillation threshold (dft) testing would also be recommended if making the device less sensitive. The ts also stated that following the change from ddd to vvi, the device did not automatically deactivate the atrial tachy discriminators associated with the discriminators and these will need to be turned off, otherwise a treat decision will always be made. This rv lead remains in service. No adverse patient effects were reported.